Manufacturer narrative:
This report is for the same incident reported on medwatch report number mw5104194 dannik has completed a thorough review of all available records related to this device and associated lot number including manufacturing and incoming inspection records for all subassemblies, components and raw materials. This lot passed all manufacturing and quality control inspections and no irregularities or abnormalities were found during the record review. Review of vigilance reports did not reveal any trends. With respect to the first unit, this is the first known occurrence of this issue to date. The suspect devices were retained and returned to danink on 10/27/2021. With respect to the first unit, the bag was retracted inside the introducer tube and the tether was detached from the pull loop. Biasing arms were not engaged inside the bag opening. Device was able to be deployed without any effort, but the bag was loose from the biasing arms. This is the result of the user not following the proper operating steps and prematurely detached the tether from the handle. Causing the basing arms to become dislodged from the bag during initial device setup. With respect to the second unit, the bag body was missing. Device was in the deployed position with the bag mouth still attached to the biasing arms and deployed through the cannula. Without the bag body, it is impossible to determine the exact root cause. Given the provided narrative and investigation results, the most likely root cause is that user was pulling only the tether to extract the bag. This caused high tensile forces on the bag and tether transition area, which may have somehow become comprised by trying to pull the bag through the cannula (which was still present on the returned device) resulting in the documented failure. Dannik has provided these findings to our customer to share with the end user. No patient harm was been reported in this event or in any similar events reviewed as part of this investigation. Dannik will continue to monitor this issue through our vigilance system for trends and take appropriate actions as necessary to ensure the continued performance and safety of the product. If additional information regarding this incident is obtained which was not known or not available prior to this report, dannik will re-open and reassess our investigation and response at that time. This report was initially received by dannik on 10/11/2021 via a letter mailed from the FDA to our distributor dated 10/1/2021, which requested that a report be submitted if our review determined that an MDR report was required. Reportability for this incident was completed on 10/14/2021 which determined that these events were not reportable as defined by 21 cfr 803 as the identified malfunctions are not likely to cause or contribute to a death or serious injury. However, this report is being submitted as part of the corrective actions for inspectional observation 1 noted during the facility inspection dated 8/8/2022 to 8/12/2022 which identified that dannik had not responded to this report directly to the FDA.

Event description:
From narrative provided in mw5104194: "during lap chole, we were trying to remove the gallbladder with the suberbag. The first one malfunctioned and would not deploy. The second one deployed but the bag ripped." Additional information provided by the user facility: "pmi received mw5104194 by mail on 10/11/2021. Per (B)(6) (reporter) during a lap chole procedure on (B)(6) 2021, first pni0240 retrieval bag malfunctioned and would not deploy. The second bag deployed but bag ripped as it was being removed from the body cavity. Mallory sent a picture to show location of tear. She stated that an 11 mm trocar was used, and added that the gallbladder measurement was 10.8 x 3 x 3 cm and the gallstone measurement was 2.9 cm at its greatest dimension. It is not known if the defect was enlarged to remove the specimen and whether any other instruments were in use in close proximity to bag. Both bags are available for return to the manufacturer for evaluation."